Event description:
My right saline breast implant, made by mentor, ruptured. I have to have surgery to remove it and I do have a warranty to have it replaced free of charge but just the thoughts of going through this again because of a faulty implant. Woke up one morning this april and saw my right breast felt slightly different than the left when showering. Next day it was smaller and I had to wait until monday as it was a "bat" to reach my surgeon as it was the weekend. I knew right away that my implant had leaked. My surgeon told me what it looks like if it leaked. My surgeon told me what it looks like if it ever happened before my first surgery I had by him about 1995. I got a second set of implants after 15 years as I had went on a light diet and happily lost 25 lbs so my 1st set of implants seemed saggy and time to replace, only for cosmetic reasons. My doctor/surgeon did excellent job. So (B)(6) 2014, I had 1st set removed and was excited to have my 2nd set implanted, expecting to never have to go through this pain again. Sure enough I had discovered the leak and made an appt with my doctor last week and he diagnosed it as a ruptured/defective implant. I am given the option of having both removed, and stitched back up and recover, or replace one or both implants (under warranty). I chose and it's almost if you want to look normal you must replace them as your skin has gotten so stretched out. So I have a surgery date of (B)(6) 2014. I have to go through all this pain from having not one, but both implants replaced so I do not look disfigured. If I chose to have them removed, I would still need some type of cosmetic work on both breasts as they would sag and look terrible. Either way, because of a defective implant I have to go through this all over again when I thought I was done. Not the surgeon's fault. I do not intend to seek any legal action against my doctor/surgeon but I do the MFR.